Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture and gel bleed. Device evaluation: visual analysis of the returned device identified: underweight, crease fold and opening. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening and device appearance (observed 40 mm dark patch edge material inside gel device). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side intracapsular rupture of the breast implant and gel bleeding through the envelope. Device was explanted.